Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing was observed on the right ventricular (rv) lead due to twiddler's syndrome resulting in dislodgement. Diagnostic imaging was performed and confirmed rv lead dislodgement. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.